Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/ migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction, gastric bypass and tonsillectomy. Previously administered products included for an unreported indication: macrobid. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pain"), infection ("infection"), dysuria ("urinary problems"), dyspareunia ("dyspareunia"), back pain ("severe back pain") and loss of consciousness ("blackouts"). At the time of the report, the perforation, pelvic pain, infection, dysuria, dyspareunia, back pain and loss of consciousness outcome was unknown. The reporter considered back pain, dyspareunia, dysuria, infection, loss of consciousness, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: occluded fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/ migration') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction, gastric bypass and tonsillectomy. Previously administered products included for an unreported indication: macrobid. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pain"), infection ("infection"), dysuria ("urinary problems"), dyspareunia ("dyspareunia"), back pain ("severe back pain") and loss of consciousness ("blackouts"). At the time of the report, the perforation, pelvic pain, infection, dysuria, dyspareunia, back pain and loss of consciousness outcome was unknown. The reporter considered back pain, dyspareunia, dysuria, infection, loss of consciousness, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: occluded fallopian tubes. This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/ migration') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction, gastric bypass and tonsillectomy. Previously administered products included for an unreported indication: macrobid. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pain"), infection ("infection"), dysuria ("urinary problems"), dyspareunia ("dyspareunia"), back pain ("severe back pain") and loss of consciousness ("blackouts"). At the time of the report, the perforation, pelvic pain, infection, dysuria, dyspareunia, back pain and loss of consciousness outcome was unknown. The reporter considered back pain, dyspareunia, dysuria, infection, loss of consciousness, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: occluded fallopian tubes. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.